Event description:
It was reported that prior to transport the cardiosave intra-aortic balloon pump (iabp) was not plugged in at bedside, however transport battery supply was placed on the iabp. The first battery alarmed low battery upon loading the patient into the ambulance. The battery was switched on the way to the airport, the iabp then ran on battery approximately five (5) minutes while loading fixed wing. The iabp then stopped at airport and patient was without support for fifteen (15) minutes, the patient remained stable. No patient harm or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse tested the runtime for the batteries at room temperature and they both just made the required one hour of runtime. The batteries were 4+ years old and are due to expire next month. The fse suspects that the combination of cold weather operation and the batteries being at the end of the service life contributed to the unexpected behavior. However, per the cardiosave user manual/guide, it is recommended that the unit not be operated on battery if the cardiosave (and batteries) are outside of the recommended operating range of 50f-104f. The fse replaced both batteries, let them charge overnight, and completed runtime testing. The fse then performed calibration and all functional and safety tests as per factory specifications. The iabp passed all tests performed and was returned to the customer and cleared for clinical use.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Getinge service was not requested in connection with this event. A supplemental report will be submitted if additional information is made available. (B)(6).

Event description:
It was reported that prior to transport the cardiosave intra-aortic balloon pump (iabp) was not plugged in at bedside, however transport battery supply was placed on the iabp. The first battery alarmed low battery upon loading the patient into the ambulance. The battery was switched on the way to the airport, the iabp then ran on battery approximately five (5) minutes while loading fixed wing. The iabp then stopped at airport and patient was without support for fifteen (15) minutes, the patient remained stable. No patient harm or adverse event was reported.